Manufacturer narrative:
(B)(4).

Event description:
Xcela power injectable port was explanted on (B)(6) 2014. Pre and post images were obtained. Plastic hub which connects the port to the catheter was noted to be retained in the patient and removed on (B)(6) 2014. Connector is radiotransparent.